Event description:
The event is reported as: the customer reports when the neptune was attached to the ventilator and turned on, it showed a "flat line" on the monitor. No pt injury reported.

Manufacturer narrative:
The device has been requested but not received by the MFR yet. The results of the investigation are not available at the time of this report. A follow-up report will be sent when available.